Manufacturer narrative:
The device was discarded. Tissue plasminogen activator protocol was not initiated.

Event description:
Clinical narrative: an impella cpsa c9 device was inserted into the right femoral artery in a 71-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, on multiple inotropes and vasopressors, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. During the procedure, the physician reported that there was a left ventricular thrombus. The patient required support, so a decision was made to leave the pump in place. The patient continues on support. While on support, the device functioned at p-9 at 3.6l/min as intended with d5w sodium bicarbonate in the purge solution. Thrombus (thrombosis) can occur due to inadequate anticoagulation; however, due to the early identification of the thrombus indicates that this may have been a pre-existing thrombus. Additional information was received that after three days on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage c shock, dependent on vasopressor support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Patient-device interaction (thromboembolism): the root cause of the injury was unable to be determined due to insufficient clinical details.